Event description:
It was reported that during a carotid artery stent (cas) procedure, the emboshield nav6 retrieval catheter became entangled with the stent after capture of the filter. The outcome resulted in surgery to remove the retrieval catheter. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). A f/u will be submitted with all relevant info.